Event description:
The patient was enrolled in the (B)(6) clinical study. The patient underwent the transcatheter aortic valve implantation (tavi) procedure where an isleeve introducer was used to implant an accurate neo valve. Major bleeding at the vascular access site was reported after the procedure. No further patient consequences were reported.